Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.10 e. Retainer = black. Customer returned pump for an alleged pump error 53/79/63/19/28 alarm/exposed to magnetic field or MRI found on (B)(6) 2021. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53/79/63/19/28 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found pump error 79/19/28 alarm in the pump history file/traces on (B)(6) 2021 at the same time 1:11 pm. Pump error 63 alarm found in the pump history file/traces on (B)(6) 2021 at 1:23 pm with variable (09). Pump error 63 alarm due to software error (line number 475 file number (B)(4)). Pump error 53 alarm found in the pump history file/traces on (B)(6) 2021 at 1:23 pm. Pump error 53 alarm due to software error (line number 270 file number (B)(4)). Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (22.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Pump error 79/19/28 alarm/exposed to magnetic field or MRI was not confirmed. Pump error 53/63 alarm confirmed due to software error. Cosmetic damage found on the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self and displacement test. Customer stated that the insulin pump was exposed to high magnetic environment. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.